Event description:
An inpatient receiving a bone scan on the forte jetstream gamma camera system got their left foot lodged in the camera head during the exam. The camera head continued to rotate. No sensors to identify patient contact were located on the area of the camera head where the foot became lodged. The left leg continued to rotate and the patient's femur was fractured. The patient was quadriplegic and was unable to sense that his foot was lodged; however, the patient heard a popping sound.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).